Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100080 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). User received 3 positive results with ff and several negative results with other tests. Timeline: on (B)(6) 2022 - one on/go test: negative. On (B)(6) 2022 - two flowflex tests: positive. On (B)(6) 2022- two ihealth tests - negative; one flowflex test: positive. On (B)(6) 2022- one pcr test (labcorp/helix sars-cov-2 rna, ql naat, rt pcr/tma): negative. On (B)(6) 2022 - one ihealth test: negative.